Event description:
Procedure performed: lap hand assist colon resection. Event description: c8xx2 malfunctioned. Additional information received on 27sep2022 via email from [name], materials manager: "ripped while using." No injuries related to the reported concern. Additional information received on 28sep2022 via email from [name], materials manager.: the alexis sheath tore. The surgeon's hand was cupped appropriately and inserted into the device at the time of tear. The alexis sheath was torn from white to green all the way through. The surgeon removed torn sheath and opened another sheath to complete the case. Additional information received on 29sep2022 via email from [name]: product is available for return. Patient status: no injuries related to the reported concern. Type of intervention: the surgeon removed torn sheath and opened another sheath to complete the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of sheath tear. Based on the condition of the returned unit, it is likely that an object or instrument came in contact with the sheath, resulting in a tear or hole. As the sheath experiences stresses during use, it is possible that the hole or tear propagated through the sheath.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap hand assist colon resection. Event description: c8xx2 malfunctioned. Additional information received on 27sep2022 via email from [name], materials manager: "ripped while using". No injuries related to the reported concern. Additional information received on 28sep2022 via email from [name], materials manager.: the alexis sheath tore. The surgeon's hand was cupped appropriately and inserted into the device at the time of tear. The alexis sheath was torn from white to green all the way through. The surgeon removed torn sheath and opened another sheath to complete the case. Additional information received on 29sep2022 via email from [name]: product is available for return. Patient status: no injuries related to the reported concern. Type of intervention: the surgeon removed torn sheath and opened another sheath to complete the case.